Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to the defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. This complaint will be included with on-going trending analysis. Scar sc-ch-20-002 has been initiated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file was reviewed and it was seen that the alarm 271 (o2 supply fail - no o2 dosing possible) and alarm 388 (no o2 dosing possible) was triggered simultaneously. There is no gas interruption visible during this and the ventilation is on, which indicates that the failure is due to the pressure limiter issue. To resolve the issue, the inspiration block needs to be replaced. No root cause has been determined at this time, since the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 ventilator alarmed 278 (internal o2 sensor concentration high). The fio2 (fraction of inspired oxygen) was set at 100% and when the alarm was triggered the device reduce the delivered oxygen to 70% and less. The issue occurred during patient-use and the saturation dropped to 80%. The patient was removed from the device and placed on another ventilator.